Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. A visual and dimensional inspection was performed and the reported separation was confirmed. The deflation issue was unable to be confirmed due to the returned condition of the device. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 4.0x12 mm nc trek balloon dilatation catheter was inflated twice at 16 atmospheres (atms), once at 18 atms, and once at 14 atms in the left anterior descending (lad) coronary artery. The nc trek was deflated and was removed without issue. After the nc trek was re-inserted and inflated for the 5th time at 14 atms in the lad, it did not fully deflate. The nc trek only partially deflated and resistance was met during attempted removal of the nc trek from the anatomy. The nc trek was stuck and the nc trek balloon and shaft separated in the lad. It is suspected that the nc trek became stuck on a stent and was perhaps the reason it was not able to be removed. There was not a lot of resistance felt when retracting it. The patient underwent surgical intervention to remove the separated nc trek. During the surgery one bypass graft was performed in the lad. No additional information was provided.